Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services indicated that device data is needed to determine the cause, however, if the patient is at risk of safety core operation, device replacement is recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services indicated that device data is needed to determine the cause, however, if the patient is at risk of safety core operation, device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.